Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high pressure" alarm. To further investigate, a functional test was performed. The customer reported issue was duplicated at time of investigation. The pump was found to be "double beeping" due to a faulty downstream occlusion sensor, dso. The dso will be replaced. No further actions will be taken. H6) additional information was received indicating that the reported event occurred while in use with patient, but there was no patient injury.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was exhibiting continuous beeping.